Manufacturer narrative:
(B)(4). The complaint panel and valve assemblies of the neopuff are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in process to determine if f&p's products caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in the (b)() reported that two panel and valve assemblies of an rd900 neopuff infant resuscitator had "sticking/notchy pip valves". There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint panel and valve assemblies (serial number (B)(4), bn 2100507306; manufacturing date: 14 june 2018) of the neopuff were returned to fisher & paykel healthcare in new zealand for evaluation. The devices were performance tested. Result: the performance check of the returned complaint devices revealed that the units passed the check and were within specification. However, the valve adjustment knobs were not turning smoothly. Conclusion: we were unable to determine what may have caused the reported event found to the complaint neopuff panel and valve assemblies.the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. The neopuff technical manual states the following: clean external surfaces of the neopuff infant resuscitator and gas supply line using a damp cloth and mild soapy water or isopropyl alcohol. Dry all surfaces after cleaning with a clean soft cloth or paper towel. The neopuff infant resuscitator must only be used after checking that correct pressures will be delivered to the baby. The integrity of the system and manometer should be checked prior to first use, annually and after servicing. All maintenance and service procedures must be performed by qualified personnel using only fisher & paykel healthcare parts.

Event description:
A hospital in the UK reported that two panel and valve assemblies of an rd900 neopuff infant resuscitator had "sticking/notchy pip valves". There was no patient involvement.